Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case # (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She reported that essure stole her uterus; she had horrible pain and bloating. She had a hysterectomy performed and even after that her stomach was bigger than when she was pregnant with twins and still hurt daily. Product technical complaint (ptc) investigational result received on 08-sep-2015: global ptc number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had horrible pain (interpreted as abdominal pain). She underwent a hysterectomy but even after that it still hurts daily. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. The fact that the event persisted after hysterectomy suggests that essure was not the only responsible for the abdominal pain. However, given the nature of this event, a contributory role of essure cannot be totally excluded. Non-serious event was also reported. This case was regarded as incident due to required intervention (hysterectomy). According to the product technical analysis no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect.